Manufacturer narrative:
The root cause could not be identified. (B)(4).

Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Software revision: asku. The manufacturer internal reference number is:(B)(4).

Event description:
A surgeon reported a incomplete side cut inferiorly during lasik flap creation. The surgeon reports difficulty in liftting the flap and further treatment was needed. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.